Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the cleo® 90 infusion set, the infusion pump alarmed for an occlusion multiple times. The patient reportedly changed out all of their infusion set supplies and attempted to deliver a bolus of insulin; however, the patient received an occlusion alarm. The patient blood glucose was 198 mg/dl at the time of the reported event. During troubleshooting with the second infusion set, it was determined that the occlusion was located within the tubing. The patient reported that they replaced the infusion set tubing, reconnected, and successfully resumed insulin delivery. No patient injury was reported. Related MFR #: 3012307300-2017-00773.